Manufacturer narrative:
The account found that the retracting arm bushings were broken from the retracting arms. The technician verified the broken parts but could not determine what caused the bushings to break. The account replaced the retracting arm bushings to repair the bed.

Event description:
The account's engineer alleged that the nursing staff was raising the head section of the bed to get an x-ray on the pt when they heard a pop and the head section dropped 6 inches. The head section has broken away from the frame at the slider pivot. The account stated the accessory outlet cord was not wrapped around the line manager.